Manufacturer narrative:
The investigation is on-going at this time. No product has yet been returned for analysis. Should more clinical details be shared that lead to a root cause, a final report will be filed.

Event description:
The medical center admitted a patient with heart failure and other cardiac comorbidities. To support the patient hemodynamically they placed an impella cp, via the 14fr x 13cm sheath. The patient developed a hematoma at the site of the impella 14fr sheath and pump. The hematoma was treated by ballooning from the contralateral leg and blood cell infusion.

Manufacturer narrative:
Since the original report regarding the access site hematoma was made, the investigation has concluded. No product was ever returned for analysis. Upon review of the clinical details, the root cause has been determined to be patient condition. The team followed best practices, but due to lack of vessel recoil the hematoma developed.